Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023.

Manufacturer narrative:
This report is submitted on june 5, 2023.

Event description:
Per the clinic, the patient experienced recurrent infections with purulent drainage which was treated with oral and IV antibiotics. There was a wound dehiscence and related pain. The patient was hospitalised. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient.